Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Needle break at the patient end during injection. The consumer stated, he was able to remove it with tweezer. Did not require medical intervention. Lot: unknown, catalog: 320550, date of event: unknown, sample: no stated, the patient end bent on another needle last night when taking injection and he could not use the pen needle. Stated, he does have to apply a lot of pressure when taking his shots and he does not prime before use. Lot: 4297011, catalog: 320550, date of event: 2025-08-13, samples: yes, cl.